Event description:
Information was received indicating that while is use of a smiths medical cadd cassette reservoir, a no disposable, pump won't run alarm was noted. Subsequently, new cassette was used. No adverse effects were reported.